Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. Tac advised the customer to check the lamp life meter and cables. The customer mentioned that the issue only occurred when using the cll-si strobe with the cv-170. The customer also mentioned that an enf-v3 was utilized, and the brightness worked as normal with the cv-170. However; when the scope was connected to the strobe, the light dimmed and the panel lamp of the cv-170 flashed. Tac instructed the customer to set the auto brightness back to null 0 and to check the brightness of the strobe. The customer confirmed that the brightness improved but the response of the strobe was delayed with the microphone at the throat. The customer called back later and confirmed that the issue was resolved after changing the settings on the device. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the video system center displayed dark image and the lamp is lit but no light out. The event occurred during procedure and there was no patient harm or user injury reported due to the event.